Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned and visually inspected. The oil mist filter had scoring on the threading preventing the catalytic converter from being screwed on. The reason for return of the oil mist filter was confirmed. The assignable cause of the haze/mist/vapor is the oil mist filter. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
A customer reported an event of a haze emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.